Event description:
It was reported that during an attempted ventricular tachycardia (vt) ablation procedure, the physician noted some difficulty in traversing the diaphragmatic attachments during the tunneling procedure. When the cardiothoracic surgeon opened the chest exposing the heart, there was some bruising on the pericardium. 200cc of blood was drained from the pericardial cavity. No other interventions were done and the coronary artery bypass graft (CABG) procedure was successfully completed. The subject was discharged per standards of care, and there was no prolongation of hospitalization. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).